Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between the transmitter and the pump. The customer experienced hypoglycemia with blood glucose value of 40 mg/dl. The emergency medical services was dispatched. The event involved product(s) mmt-431ag, mmt-1884, mmt-7040a, mmt-342, mmt-7841zn. Troubleshooting was performed. The customer confirmed transmitter serial number is programmed in manage devices screen. The transmitter was exposed to xray. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. The customer reported insulin squirting out from end of set before connecting at their site. No further patient complications were reported. The customer will discontinue the use of the serialized device. No product return is required for mmt-431ag, mmt-7040a, mmt-342. Mmt-1884, mmt-7841zn was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08765 inches. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the primary svn#: (B)(4) sap note/customer's note event date of 10-jan-2025. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the primary svn#: (B)(4) sap note/customer's note event date of 10-jan-2025 in the formatted history file. On the primary svn#: (B)(4) ss event date of 10-jan-2026 and related svn#: (B)(4) event date of 28-dec-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(4) ss event date of 10-jan-2026 and related svn#: (B)(4) event date of 28-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the related svn#: (B)(4) event date of 16-dec-2025, 1 week prior to the related svn#: (B)(4) event date of 28-dec-2025 and 1 week prior to the primary svn#: (B)(4) ss event date of 10-jan-2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2025 12:51:00.000. Insert battery alarm was found on: (B)(6) 2025 22:24:12.000. Replace battery alert was found on: (B)(6) 2025 22:22:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2026 at 10:03:57.000. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. Lostsensor1alert (780) was found on: (B)(6) 2025 15:23:00.000, (B)(6) 2025 17:40:00.000, (B)(6) 2025 21:56:00.000, (B)(6) 2026 10:32:00.000, (B)(6) 2026 21:40:00.000, (B)(6) 2026 05:29:00.000, (B)(6) 2026 08:40:00.000, (B)(6) 2026 09:54:00.000, (B)(6) 2026 10:04:00.000, (B)(6) 2026 15:49:00.000, (B)(6) 2026 22:34:00.000. Lostsensor2alert (781) was found on: (B)(6) 2025 15:39:00.000, (B)(6) 2025 22:12:00.000, (B)(6) 2026 10:48:00.000, (B)(6) 2026 05:45:00.000, (B)(6) 2026 05:55:00.000, (B)(6) 2026 22:55:00.000. Sensorexpiredalert (794) was found on: (B)(6) 2025 11:12:43.000. Sensorsignalnotfound (796) was found on: (B)(6) 2025 22:44:00.000 sensorerroralert (801) was found on: (B)(6) 2025 23:25:55.000, (B)(6) 2026 23:58:06.000. Sgcalibrationerror (776) was found on: (B)(6) 2026 04:55:37.000. The pump was prog d with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No lost sensor alert, sensor expired alert, sensor signal not found, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.06 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a slightly pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka/low bgs. Customer alleged for pump/transmitter communication anomaly and exposed to magnetic field or MRI were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.